Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:04:10. This event occurred during drain cycle four. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This is an ancillary service event. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. The cause of the condition was not determined. Should additional relevant information become available a supplemental report will be submitted.